Event description:
Libre 3 and libre 3 cgm are defective out of the box. Last two cgm do not start up per instruction sequence. Customer service is useless, english communication is very difficult, they take your information, send you a new sensor with return instructions for defective sensor to complete failure analysis. (No feedback). Libre 2 sensor had fewer problems easy operation; my only issue was the sensor fell off 2x. When working properly the libre is an awesome tool. My a1c is down from 7.1 to 6.7 thanks to the cgm. I suggest you check the reviews on the libre web site for customer complaints. (Issues are eye-opening) I'm currently back to using finger strips until this issue is resolved. I truly believe a review by your department is necessary. Thank you. Ref report: mw5159594.